Event description:
As reported by the (B)(4) registry, the patient experienced a neurological event approximately three weeks post stent placement. The diagnosis was a transient ischemic attack (tia), the onset was sudden and the recovery is unknown. The patient is a (B)(6) female who was enrolled in the (B)(4) study for stenting of the carotid artery. Medical history includes hyperlipidemia, coronary artery disease, coronary percutaneous revascularization, and hypertension. The target lesion location is the left internal carotid artery (l6). It was noted that there was an occlusion in the contralateral occlusion. The target vessel was described as severely calcified and severely tortuous. The rate of stenosis was 90%. An angioguard ((B)(4)/ lot 71111443) embolic protection device was deployed distal to the lesion. The lesion was pre-dilated and a precise ((B)(4)/ lot 15422592) stent was successfully deployed in the lesion. The angioguard was safely removed from the patient. Upon inspection there was no debris found in the filter basket. The procedure was successfully completed. The patient was neurologically intact when taken from the angio suite. The patient was discharged the next day with aspirin and clopidogrel prescribed. Approximately three weeks post index procedure the patient suffered an adverse event of aphasia. The aphasia was noticed when the patient spoke. The onset was sudden. The patient was taken to the emergency room and was admitted for seven days. The signs and symptoms mostly resolved after coming to the ER with occasional error in speech. The symptoms resolved on their own. The patient was diagnosed with a transient ischemic attack (tia).

Manufacturer narrative:
Originally it was reported that this patient who was enrolled in the (B)(6) study had suffered a transient ischemic attack (tia) approximately three weeks post index procedure. A notification was received from the (B)(6) database stating that the adjudication committee has diagnosed the patient as having a stroke. Information received from the account states that the patient was diagnosed with a stroke but the event was not related to study stent or procedure, it is thought to be because of thrombophilia secondary to lupus anticoagulant according to patient's neuro evaluation. (B)(4). The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Please note that the complaint conclusion has been updated to correctly reflect the reported events as there was no report of stent thrombosis and stroke for this particular patient as mentioned in the previously sent medwatch. This patient suffered a transient ischemic attack. Please see the correct complaint conclusion below. As reported by the (B)(4) registry, the patient experienced a neurological event approximately three weeks post stent placement. The diagnosis was a transient ischemic attack (tia), the onset was sudden and the recovery is unknown. The patient is a (B)(6) female who was enrolled in the (B)(4) study for stenting of the carotid artery. Medical history includes hyperlipidemia, coronary artery disease, coronary percutaneous revascularization and hypertension. The target lesion is a severely calcified and severely tortuous left internal carotid artery (l6) with a 90% stenosis. It was noted that there was an occlusion in the contralateral occlusion. An angioguard embolic protection device was deployed distal to the lesion, the lesion was pre-dilated and a precise stent was successfully deployed. The angioguard was safely removed from the patient and upon inspection there was no debris found in the filter basket. The procedure was successfully completed. The patient was neurologically intact when taken from the angio suite and was discharged the next day. Approximately three weeks post index procedure the patient experienced sudden onset aphasia. The patient was taken to the emergency room and was admitted for seven days. The signs and symptoms mostly resolved after coming to the ER with occasional error in speech. The symptoms resolved on their own. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Tia is a well-known potential adverse event associated with the carotid stent implantation procedure and is listed in the IFU as such. Tia is often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the embolic protection device or flow downstream potentially disrupting perfusion both during and after carotid stent implantation. By definition ((B)(6)), the symptoms of a tia may last up to 24 hours, but they often last only a few minutes. Tia occurs when the blood supply to part of the brain is briefly interrupted. Tia symptoms are similar to those of stroke, but do not last as long. Most symptoms of a tia disappear within an hour. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Manufacturer narrative:
The cc has been updated to reflect additional information. As reported by the (B)(6) registry, the patient experienced a neurological event approximately three weeks post stent placement. The diagnosis was a transient ischemic attack (tia), the onset was sudden and the recovery is unknown. A notification was received from the (B)(6) database stating that the adjudication committee has diagnosed the event as a stroke. The patient is a (B)(6) female who was enrolled in the (B)(6) study for stenting of the carotid artery. Medical history includes hyperlipidemia, coronary artery disease, coronary percutaneous revascularization and hypertension. The target lesion is a severely calcified and severely tortuous left internal carotid artery (l6) with a 90% stenosis. It was noted that there was an occlusion in the contralateral occlusion. An angioguard embolic protection device was deployed distal to the lesion, the lesion was pre-dilated and a precise stent was successfully deployed. The angioguard was safely removed from the patient and upon inspection there was no debris found in the filter basket. The procedure was successfully completed. The patient was neurologically intact when taken from the angio suite and was discharged the next day. Approximately three weeks post index procedure the patient experienced sudden onset aphasia. The patient was taken to the emergency room and was admitted for seven days. The signs and symptoms mostly resolved after coming to the ER with occasional error in speech. The symptoms resolved on their own. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15422592 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell deathl; 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Manufacturer narrative:
As reported by (B)(6), the patient experienced stent thrombosis and a stroke during the index procedure. As reported by (B)(6), the patient experienced a neurological event approximately three weeks post stent placement. The diagnosis was a transient ischemic attack (tia), the onset was sudden and the recovery is unknown. The patient is a (B)(6) female who was enrolled in the (B)(6). Medical history includes hyperlipidemia, coronary artery disease, coronary percutaneous revascularization and hypertension. The target lesion is a severely calcified and severely tortuous left internal carotid artery (l6) with a 90% stenosis. It was noted that there was an occlusion in the contralateral occlusion. An angioguard embolic protection device was deployed distal to the lesion, the lesion was pre-dilated and a precise stent was successfully deployed. The angioguard was safely removed from the patient and upon inspection there was no debris found in the filter basket. The procedure was successfully completed. The patient was neurologically intact when taken from the angio suite and was discharged the next day. Approximately three weeks post index procedure, the patient experienced sudden onset aphasia. The patient was taken to the emergency room and was admitted for seven days. The signs and symptoms mostly resolved after coming to the ER with occasional error in speech. The symptoms resolved on their own. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Tia is a well-known potential adverse event associated with the carotid stent implantation procedure and is listed in the IFU as such. Tia is often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the embolic protection device or flow downstream potentially disrupting perfusion both during and after carotid stent implantation. By definition ((B)(4)), the symptoms of a tia may last up to 24 hours, but they often last only a few minutes. Tia occurs when the blood supply to part of the brain is briefly interrupted. Tia symptoms are similar to those of stroke but do not last as long. Most symptoms of a tia disappear within an hour. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.